Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels, gastroparesis and vomiting. It was also stated that the insulin pump was alarming no delivery and was also experiencing blank display. Troubleshooting was performed and the insulin pump passed the self test.